Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the subject pump had a battery life issue. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/13/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/21/2016 with the following findings: black box shows evidence of short battery life with a voltage drop resulting in a alarm 128 replace battery alarm on (B)(6) 2016. Pump powers with returned battery cap. Battery cap is able to fully tighten. Battery compartment intact. Current draws within specifications; a "battery life" issue was not duplicated during investigation. Removed pump case. No evidence of moisture or loose components inside pump.